Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-19789, related manufacturer reference numbers: 2017865-2022-19790. It was reported that the patient had developed myocarditis. The whole implantable cardioverter defibrillator (ICD) system including the ICD, the right ventricular lead and the atrial lead was explanted. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.